Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that during a saline infusion, blood from the IV site backed up to the pump. There was no report of patient harm.

Manufacturer narrative:
Correction: after further review, this file is deemed not reportable.